Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of thrombosis and embolism are listed in the xience skypoint everolimus eluting coronary stent systems instructions for use (IFU) as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
(B)(4). It was reported that the procedure was performed to treat a lesion in the mid popliteal artery, in the common femoral artery, and the superficial femoral artery. Balloon angioplasty was performed in the popliteal artery, followed by implant of the 7.5 x 80 mm supera stent. Shockwave therapy was performed to treat the lesion in the common femoral artery. Balloon angioplasty and a non-abbott drug eluting stent was implanted in the superficial femoral artery. Distal embolization occurred in the proximal peroneal artery, treated with thrombectomy. Vessel recoil in the peroneal artery occurred after balloon angioplasty, related to severe calcification, treated with balloon angioplasty implant of the 3.0 x 18 mm xience skypoint stent. Cause of the embolization was unclear. The adverse patient effect resolved on the same day. No additional information was provided.